Event description:
It was reported that this pacemaker patient experienced tachy-brady symptoms. Boston scientific technical services (ts) reviewed the right atrial (ra) lead threshold test and was unable to confirm capture. In addition, the electrogram (egm) was reviewed. It was noted the atrial sensing was mostly appropriate, however, there was one double counted p-wave. Subsequently, a revision procedure was performed. The ra lead was surgically abandoned and replaced. The pacemaker remains in service. No additional adverse patient effects were reported.